Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The observation from the field was confirmed. If the device is placed in MRI mode and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between patient¿s ipg and artemis programmer will be unsuccessful. It is also a normal function per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient placed the ipg into MRI mode and deleted the application. As such, a company representative met with the patient and was unable to establish a connection between the patient's ipg and external devices. Consequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced.